Event description:
It was reported that stent fracture post deployment occurred requiring additional intervention. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was implanted. However, post deployment, a stent fracture in the mid portion of the device was noted. A second stent was placed and additional balloons were used to complete the procedure. There were no patient complications reported and the patient status was stable.